Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited functional undersensing. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-01555 since there is no malfunction